Event description:
It was reported, via a healthcare professional, that an embotrap iii 5 mm x 37 mm (et307537/ 25k008av) and a cereglide92 intermediate catheter sbc 92 122 cm ce (sbc92122ca/ 31754503), were used for a mechanical thrombectomy procedure to treat a very large clot burden from the left internal carotid artery (ica) to the m2 segment of the middle cerebral artery (mca). During the procedure, the user reported that after the second pass using the embotrap iii device, a subarachnoid hemorrhage at the location of the occlusion was observed. The hemorrhage was treated with coil embolization. The surgery was delayed by 15 minutes due to the reported event. The procedure was successfully completed. The event was initially reported as such, ¿dr used a cereglide 92 to clear a very large clot burden from left ica to m2. He then tried using a embotrap 537 to clear an occlusion at the left m1/m2. First pass did not result in clot retrieval and after 2nd pass dr notice a subarachnoid hemorrhage at the location of the occlusion, which they then needed to coil. The surgery was delayed by 15 minutes due to the reported event. The procedure was successfully completed.¿ on 18-jun-2026, additional information on the case was received. Per the information provided, the clot at the ica origin was too hard for the traxcess 14 wire (microvention), requiring removal of the innerglide/cereglide92 and use of a terumo wire followed by angioplasty with a viatrac 14 plus (abbott vascular) to gain access. The cereglide92 was then used to remove clot burden in the ica and m1, but the m2 remained blocked, so the embotrap was used. On later review of the scans, the physician noticed contrast staining after the first embotrap pass, suggesting bleeding that was not recognized at the time. The physician also noted that the cereglide92 catheter was quite distal in the m1 (which measured about 2 mm in diameter) and 'wedged'; he struggled to remove the cereglide92 from the distal position in the m1. In retrospect, he thinks it may have caused some shearing of the m2 vessel, and/or there may have been perforation of the m2 vessel with the microwire. Once he saw the bleed after the second pass, he then coiled the m2 vessel to occlude the bleeding. The event was reported as such, ¿clot was too hard at ica origin to get traxcess 14 wire through to allow innerglide/cg 92 to get to the clot face, so removed innerglide/cg 92 (which when he did a couple of large clots came out of the lgs) and then took a terumo wire through the clot and then angioplasty with viatrac 14 plus of proximal ica to allow access for innerglide/cg 92. Used cg 92 to 'hoover' clot burden in ica and into m1. However, m2 still blocked, so took an et 537. In looking at the scans today, dr noticed after the first pass with et some 'contrast staining' which he did not see wednesday night. Mo said cg 92 was quite distal in the m1 (we measured m1 diameter today and about 2 mm) and 'wedged'...and as he struggled to remove the cg 92 from the distal position in the m1 he thinks in retrospect it may have caused some shearing of the m2 vessel and/or there may have been perforation of the m2 vessel with the microwire. Dr said had he noticed the contrast staining (which indicates a bleed) after the 1st et pass, he would not have tried a 2nd et pass. When they saw the bleed after the 2nd pass they then coiled the m2 vessel to occlude.¿

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Subarachnoid hemorrhage is a known potential complication associated with the embotrap iii device and is mentioned in the instructions for use (IFU). There was no alleged quality issue related to the used device, as the device performed as intended. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique that may have contributed to the reported event. The reported hemorrhage was observed following a retrieval pass utilizing the embotrap iii device. However, the available information does not support identification of a single definitive cause for the hemorrhage. The physician reported multiple potential etiologies, including injury temporally associated with the embotrap device, difficulty withdrawing the cereglide92 catheter from the distal m1 segment measuring approximately 2mm in diameter, which may have resulted in vessel shearing, and possible vessel perforation by the microwire. Based on the available information, a causal relationship between the hemorrhage and the embotrap iii device cannot be excluded, as vessel injury is a recognized complication of thrombectomy procedures involving device manipulation and clot retrieval. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.